Manufacturer narrative:
A review of the DHR found that the lots met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Reported one false positive sars result. The consumer communicated the result was confirmed negative by molecular (pcr testing). The consumer reported being symptomatic. An additional event was also communicated which is captured on a separate report.